Event description:
An elderly patient undergoing laparoscopic hysterectomy w/ bso (bilateral salpingo-oophorectomy) and pelvic washings. The patient was placed in lithotomy, prepped and draped. The team began to set up the scope, camera and light source. The resident reports forgetting to connect the light source to the scope prior to requesting the power source machine be turned on by the nurse. While the light source was resting on the drapes, and before it had been attached to the scope, the power was turned on by the nurse at the request of the resident. Shortly thereafter, a small hole was noted in the drapes and two smalls (approximately 0.5 cm in diameter) darkened, blistered lesions, believed to be 2nd degree burns, were identified on the patients right forearm. Manufacturer response for light cord, storz (per site reporter): we made the manufacturer aware of the increase in light source events we have had over the last several months. The on-site vendor representative has stated there have been no design changes to the storz product.